Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's partner reported via phone call that his partner experienced the low blood glucose. The customer's blood glucose was 65 mg/dl. The customer was treated with food and glucose tablets. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. It was reported that the auto mode was not active at the time of incident. Customer was neither in emergency room, nor admitted into hospital, as a result of low blood glucose. The troubleshooting was performed for the low blood glucose. The insulin pump will not be returned for analysis.